Manufacturer narrative:
Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (pipe#11-0002) to reduce the occurrence of this issue.

Event description:
The user reported that the pad stopped working. Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire.